Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4). The actual device reported is not marketed in USA, but devices with similar characteristics (i.e msul head 36 12/14 sz s/-3.5) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that a patient was implanted with a metasul head m 32/0 taper 12/14, on (B)(6) 2007 and underwent revision surgery on (B)(6) 2017 due to alval (aseptic lymphocytic vasculitis associated lesion).

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient had metasul head and liner implanted on (B)(6) 2007 and the products were revised on (B)(6) 2017 due to pain, alval reaction. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. A tissue reaction like alval or metal allergy can be a post-operative risk for metal on metal (mom). These are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprostheses. Root cause analysis: patient had metasul head and liner implanted on (B)(6) 2007 and the products were revised on (B)(6) 2017 due to pain, alval reaction. Head and liner exchange performed. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation. Protocol is unknown. A tissue reaction like alval or metal allergy can be a post-operative risk for metal on metal (mom). These are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprostheses. However, all possible causes related to the issues reported are listed in dfmea of the device. Conclusion summary: patient had metasul head and liner implanted on (B)(6) 2007 and the products were revised on (B)(6) 2017 due to pain, alval reaction. Head and liner exchange performed. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A tissue reaction like alval or metal allergy can be a post-operative risk for metal on metal (mom). These are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprostheses. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).